Manufacturer narrative:
The pump was received with blank display due to battery tube connector not plugged in properly. The operating currents including glow battery, off no power and failed battery test alarm were unable to be verified. The pump was received with cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot.

Event description:
The customer reported via phone call of issues with failed battery test. The customer states they took out the battery and the compartment may have been corroded. The customer states the device is not powering on at all. The customer's blood glucose level at the time of incident was 60mg/dl. The customer states there is a crack near the battery compartment. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.